Event description:
A change in therapy effect was reported. A healthcare provider was performing a catheter dye study. They reported that the patient was having limited response. The mother thought the catheter may be dislodged. The patient had had increased spasticity for a couple of weeks. The medication infused was lioresal.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).